Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors instrument could not be loaded. The distal tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a lodged component. The lodged component appears to be a part of a sheath. Due to the sheath fragment, another sheath would not be able to be attached. The distal tip does not appear broken. A visual inspection found no external damage to the housing or tips. The input disks were manually articulated with no issues. The instrument was found to have corroded pulley cables. When the housing of the instrument was opened up, the pulley cables exhibited white substance indicative of corrosion. The lodged component appeared to be part of the sheath. The complaint was confirmed by failure analysis. The probable root cause is attributed to either sheath installation issues or damage during use. When the sheath distal coextrusion is lodged at the proximal clevis, the sheath is unable to be properly installed. The lodged coextrusion likely became dislodged during removal of the sheath during prior use.